Event description:
During an endobronchial ultrasound (ebus) guided biopsy of mediastinal lymph nodes, physician noted that there was a large full tear at the level of right bronchus intermedius measuring about 2-3 cm in size.